Event description:
(B)(4). Device report from synthes (B)(6) reports an event in (B)(6) as follows: implants can not be removed. Same complaint as file (B)(4), this file was opened for the in the complaint mentioned unsuccessful first removal attempt which finally led to a second surgery. (B)(4): for the first planned removal plate, the surgeon can not remove it, so he left the devices in place. But the patient is infected so the surgeon must remove the devices in emergency. Also received 6 screws, 2 of them are stuck in the plate. Only at one screw, which stuck, the lot number is visible. Involved plate art. 04.112.010 lot 6322113. Update (B)(6) 2013 (B)(4): no further information available. Update (B)(6) 2013 (B)(4); operation reports received. Initial operation was at the (B)(6) 2011. Removal attempt was at the (B)(6) 2012. During this operation following unknown devices broke, one screwdriver, one cutting pliers and one extractor. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was received, investigation is ongoing. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This complaint pertains to broken instruments from initial planned removal attempt. This is report 7 of 7 for (B)(4).

Event description:
This report is for 2 unknown screws.